Event description:
Failed no sensor [device issue]. Use error [device misuse]. No adverse event [no adverse event]. Case description: this initial non-serious, post-marketing device case report was received on (B)(6) 2014 from a respiratory therapist (rt) in the united states who called ikaria customer care to report a device issue with inomax dsir number (B)(4). The device was in use on a patient and the rt reported that there was no impact or harm to the patient due to the device issue. The rt reported that on (B)(6) 2014 inomax dsir number (B)(4) displayed a delivery failure followed by a no (nitric oxide) sensor failure after transitioning the injector module from an anesthesia breathing circuit to a transport ventilator breathing circuit with the inomax dose set. The rt stated they run into this issue "occasionally" when transporting from the operating room (or), but the monitored value usually recovers when the unit is powered down and up again. In this case, the sensor failure did not resolve. In order to perform the transport, the rt reported that he switched out the device with no impact or harm to the patient. After the device had been removed from the patient, a low calibration was performed, but the issue did not resolve. Ikaria technical services (ts) requested that the rt perform a high range calibration. The rt called back ikaria ts and reported that he performed the low calibration and high calibration of the no sensor twice without resolution of the alarm condition. Ikaria ts asked that the rt explain the circuit set-up. The rt reported that the injector module was attached to the anesthesia machine with a 6 inch piece of corrugated tubing. From the outflow of the injector module they place a 12 inch piece of corrugated tubing to the sampling port, which was then connected to the anesthesia circuit. The rt stated that this assembly was disconnected from the anesthesia circuit and was moved to the transport circuit with the inomax dose set. Ikaria discussed the potential for delivery failure with this practice and the rt stated that he understood. Inomax dsir number (B)(4) was returned to the ikaria regional service center (rsc) for device investigation. Device investigation was completed on 06/30/2014.

Manufacturer narrative:
On (B)(6) 2014, the respiratory therapist (rt) called ikaria customer care to report a delivery failure followed by a no (nitric oxide) sensor failure with inomax dsir number (B)(4). The device was in use on a patient and the rt reported that there was no impact or harm to the patient due to the device issue ((B)(4)). Device investigation was completed on 06/30/2014. Evaluation summary: the ikaria rsc reviewed inomax dsir number (B)(4) service log and findings confirmed the reported complaint of a failed no sensor which immediately followed a failed low no cell calibration with high point = 1094 counts, low point = 3663 counts, slope = 0, zero offset = 3663 and pressure sensor = 755.21 preceding o2 = 21, no2 = 0.2 and no = 150. This is consistent with no cell exposure to something other than room air. Service log review also confirmed a delivery failure alarm with monitored no > absolute max of 100 ppm and inj pk = 12, avg = 1 and cur = 0.46 lpm consistent with use error. Complaint description states that this delivery failure occurred during transition from an anesthesia breathing circuit to a transport ventilator breathing circuit with the inomax dose set. Setting the dose before insertion of the im into the breathing circuit is consistent with use error. Although the specific anesthetic agent in use is unknown, the abnormally high no reading during the low calibration and the slowly falling subsequent low point calibration values is consistent with cell recover following exposure to an anesthetic agent. During the rsc investigation inomax dsir number (B)(4) experienced a failed no cell alarm at boot-up but did not experience a delivery failure alarm. A low and high calibration was performed to clear the failed no cell alarm. The no cell was replaced as a precaution. The root cause for this incident is no calibration low counts above maximum. This condition will be tracked and trended under ikaria's quality system. A full functional test was performed and the device operated according to specifications, so it was returned to the device service pool. Case comment: 06/11/2014: this case did not result in an adverse event; however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a sae (MDR 3004531588-2013-00022).